Event description:
Invalid result. The dye runs, making it impossible to tell if it's positive or just the dye running, I followed the directions perfectly, and I didn't over saturate the test with liquid.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Manufacturer narrative:
Final product manufacture and qc record for cfl4080007 were reviewed and no issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with the dmr. The test results of retention samples from cfl4080007 meet the qc criteria. The complaint issue was not found with the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. D1, flowflex covid-19 antigen home test was changed to flowflex plus covid-19 and flu a/b home test. D2, was changed from qkp to qmn. D3, address was changed to (B)(6). G1, contact office and personnel were revised. G4, was changed to (B)(4). G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "additional information" and "device evaluation". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated for "type of investigation (b)", "investigation findings (c)" and "investigation conclusions (d)" per the investigation. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result. The dye runs, making it impossible to tell if it's positive or just the dye running, I followed the directions perfectly, and I didn't over saturate the test with liquid.